Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (pulse reset) was confirmed. Upon evaluation the monitor was resetting during pulse testing. The root cause for the resets was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. There was no death or adverse event associated with the monitor malfunction.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was resetting during pulse testing.